Event description:
It was reported that right ventricular (rv) defibrillation lead shock impedance measurements varied gradually from as low as 76 ohms to high out-of-range measurements as high as 138 ohms, likely due to physiologic changes. There were no stored episodes since implant. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.